Manufacturer narrative:
The received device had the cannula assembly not deployed. Download data showed an 0x41 alarm occurred during second prime and the device was de-activated before second prime was completed. The failure to deploy was caused by a false closed-to-open transition during second prime. This malfunction of the rotational sensor assembly led to the alarm and de-activation of the device before the firing flat could reach firing position to deploy the needle. No physical defects were found that would contribute to a rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose reached 380 mg/dl. The needle mechanism did not fully deploy as intended during activation. The pod was not worn.